Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-05602. It was reported the patient experienced intermittent stimulation following a fall. Consequently, the patient is to consult a physician and surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-05602. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced. No actions were taken against the leads. Reportedly, effective therapy was restored post-operative and the issue is resolved. Ipg issue is reported under MFR report number: 1627487-2016-05599.